Manufacturer narrative:
See incident description for device evaluation.

Event description:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed. However, a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to a laboratory device. The reporter claimed obtaining blood glucose readings of ¿10.3 mmol/l¿ with the subject meter, and "8.8 mmol/l" on the laboratory device. The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. The patient did not experience any symptoms or seek any medical attention because of the reported issue. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.